Manufacturer narrative:
The device is being sent to the contract supplier for evaluation and pending for testing.

Event description:
Zyno medical was notified of an administration set leaking issue on 04/10/2018 from a distributor: "my customer oncology consultants is having a leaking issue again with their tubing set bx-70070 except this time it is leaking at the top of the drip chamber. I am going to send you the set for further investigation, and just an fyi this tubing set did not have chemo in it just saline". During the follow-up with the distributor representative, it was confirmed that the patient was connected to the infusion pump when issue was noticed, and no injuries were reported. The distributor also confirmed that "pump had been running for about 30 minutes when tubing leak was noticed. The leaking happened at the top of the drip chamber near the bag spike". The lot number of the affected set is 1606009.

Manufacturer narrative:
The reported leaking issue could not be confirmed. The evaluation was completed by an external laboratory on (B)(6) 2018. Details of the test result can be found in the report attached.

Event description:
This is a follow up report for the initially submitted MDR .